Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut and there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the lead had poor r-waves. After several deployments of the helix, the lead continued to have poor r-waves as well as high impedances. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.